Event description:
A "jeffrey wire guide exchange set was utilized to perform a nephrostomy on a pt with a staghorn renal calculus. The distal tip of the sheath has an embedded gold radio-opaque marker embedded on the outside. When the sheath was removed, the radiopque marker was seen within the kidney radiographically and was no longer on the sheath itself. It is supposed to be permanently embedded on the sheath. The patient's family was informed. The marker was left in place as it was not thought to be easily retrievable and the patient may undergo surgery for the kidney stones in the future at which time the marker may be removed. No immediate patient complications noted.